Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause cannot be identified at this time as the foreign material is unknown. Care of the scope is addressed in the instructions for use (IFU) as follows: "inspection of the endoscope 1. Inspect the control section, the endoscope connector and the ultrasonic connector for excessive scratching. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. 5. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens and the nozzle and the ultrasonic transducer at the distal end of the endoscope¿s insertion tube for irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced scope was returned to the regional repair center and the evaluation found the scope's distal end cover was observed to have a foreign material that cannot be removed, additionally, the body control grip, the up / down brake lever and scope cover has wear and tear, the light guide tube, the ultrasound cord and the scope connector are scratched. Also, the charged coupled device cover glass is scratched, the insertion tube is collapsed. The ultrasound image depth of range is low, many elements weakened. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) service center was informed that a customer ultrasonic gastrovideoscope was returned due to a reported "leak" observed during reprocessing. The scope was returned to the regional repair center for service; upon inspection and testing the scope's distal end cover was observed to have a foreign material that cannot be removed even if the correct reprocessing steps were performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. No patient injury or harm was reported.